Manufacturer narrative:
Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, report source: ca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ¿metal piece that goes into the back of the charger port broke off.¿ written or oral dissatisfaction with the product was communicated and corrective maintenance/repair was requested. The recharger was to be replaced in the future as a result of the event; the issue remained unresolved at the time of report. There were no surgical interventions planned or performed and there was no allegation of patient death or serious injury; the patient was alive with no injury at the time of report. No complications were reported or anticipated. Additional information was received from the patient on (B)(6) 2022. It was reported that the recharger was not working. The power cord was not connecting properly to the recharger. It may be the pins or metal portion that was broken. The ins could not provide therapy. The recharger was replaced, and the issue was considered resolved. The patient was alive with no injury.

Manufacturer narrative:
Continuation of d10: product ID 97754; serial# (B)(6); product type recharger product ID 37761; serial# unknown; product type recharger. H2: correction: please note, codes b17, c20, d14, and g02027 no longer apply to this report. H3: analysis of the returned recharger and desktop charger found that there was a defective recharger and adapter cable with a broken pin connector. The recharger could not charge properly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.